Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem "hole in hose" was confirmed. (B)(4) evaluated the device and determined the unit had tears in the outer hose at both ends, which is indicative of improper handling. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a hole in the hose. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.